Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of incident and current blood glucose was 162 mg/dl. Customer reports the following symptoms related to their high blood glucose level were headache abdomen pain, difficulty breathing. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringes and an old pump. Customer will not be returned device for analysis.